Event description:
Information was received from a health care professional regarding a patient who was receiving fentanyl (concentration 50 mcg/ml, dose 41.016 mcg/day) and marcaine (unknown dose and concentration) via an implantable pump for spinal pain and failed back surgery syndrome. A motor stall was seen at initial interrogation, the stall was active, it was noted that the dates of the stall was (B)(6) 2017. The patient did not recently have a magnetic resonance imaging (MRI) scan. The patient experienced sudden increase in pain but no withdrawal symptoms. It was unknown as to whether the stall was drug related. On (B)(6) 2017, the health care professional provided additional information indicating that the pump rate was placed at minimum rate and the patient was supplied with supplement for pain. The cause of the stall was not determined. The motor stall issue had not been resolved at the time of the report and patient was scheduled for replacement on (B)(6) 2017.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication and a motor stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was received by the manufacturer for analysis.

Event description:
Additional information was provided by the healthcare provider. The patient's weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the pump was to be replaced on (B)(6) 2017. The logs were read before the pump was replaced and the logs stated that the pump recovered on (B)(6) 2017. The pump was to be returned for analysis.

Event description:
Additional information was received from a consumer. It was reported the patient's pump stopped working. The patient had gone to see their healthcare provider for a pump refill and they told the patient the pump had stopped. It was reported the patient did have some increase in back pain a few days prior to the refill appointment.